Event description:
It was reported that the patient presented in clinic. It was noted that the patient's implantable cardioverter defibrillator (ICD) exhibited loss of bluetooth telemetry. It was found that the ICD firmware was out-of-date. Programming changes were made to update the firmware. The patient had no consequences.